Event description:
It was reported that the patient is seen in followup today for her left hip pain. She had total hip replacement in 2007, for nonunion of comminuted left femoral neck fracture. Work injury occurred in 2006. She states the trochanteric injection has relieved partial of her pain. She no longer has the lateral hip pain, still gets the groin pain. On examination she again has excellent range of motion of the hip, well healed scars. There is tenderness anteriorly on the hip. It is surgeon's suspicion of loosening of the acetabular component. Views show that the radiolucent line is up to 2-3 mm in width and this surgeon thinks is diagnostic for loosening of her acetabular component. There is a small percentage of false negative bone scans and it is highly probable that her cup is loose. Surgeon's recommendation would be to do a acetabular revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.